Event description:
It was reported that the patient arrived in the emergency room in a "code blue" and died. The cause of death has been reported as "cardiac", "asystole".

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.